Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shutdown unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 160 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump date was inaccurate, cause was unknown. Customer corrected the date to resolve the issue.